Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, g1, g2, h6, h11. Upon investigation of the actual device used in this incident, it was determined that during reboot app was not launching. A technical support specialist installed remote support service version 4.12 and rebooted the device thereby resolved the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es was not booting. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the pyxis anesthesia es system was not booting. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this incident.